Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02237. It was reported that the patient presented in the hospital tired and with a fever. The physician alleged that the patient had a pocket infection. There is no known allegation from a health professional that suggests the infection was related to the single chamber implantable cardioverter defibrillator system. The physician explanted the implantable cardioverter defibrillator and right ventricular lead. The patient was in stable condition.